Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that they had difficulties with connecting to the patients device from clinician app. Agent assisted with troubleshooting and caller able to successfully connect to patients ins. Caller mentioned the patient had had several falls lately. Most recently, their wheelchair fell on top of them, which was 2.5 weeks ago. Caller reported patient was unable to feel stim, but that they typically did not often feel the device actively stimming. Caller stated that the patient was last able to connect to their ins a month ago. Caller stated the patient recently had difficulty connecting to device, but suspected it was because they were not using interstim x mytherapy app (resolution to caller's initial concern was using clinic interstim x app). Caller conducted an impedance test while agent was on the phone. The impedance check was successful. There were no impedance problems or issues.

Manufacturer narrative:
B3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.